Manufacturer narrative:
Additional information was received and the (B)(6) patient informed us that she had a tecnis lens implanted in both eyes. She had follow-up appointments with her physician every 3 months and in the beginning of april her physician prescribed glasses to help with glare and eye drops. Neither of which helped. During her last visit, her physician suggested explanting the lens. A follow-up with the surgery clinic confirmed that the zkb00 intraocular lens (iol) was implanted on (B)(6) 2016, in the patient's right eye. The physician has this iol as the suspect lens and plans to explant it; however, the patient canceled. Additionally, the physician believes the zlb00 iol implanted in the patient's left eye has no issue and has no plans to take any action for the left eye. The physician is waiting for the patient to let them perform an explant on her right eye. (B)(6). Model: zkb00. (B)(4). Catalog #: zkb00u0195. Expiration date: 6/10/2019. (B)(4). If implanted, give date: (B)(6) 2016. (B)(6). Health professional: yes. Occupation: physician. Manufacturing date: 6/10/2015. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Implant date: if implanted; give date: unknown/not provided - (B)(6) 2016 is provided as the patient commented it was a year ago. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was implanted last year. After the surgery, the female patient claims that glare at night is so overwhelming that it is actually ruining her life and that she cannot drive after dusk. Also now after a year she feels she will need to change the lens. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.